Manufacturer narrative:
(B)(4)

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the aneurysm ruptured while the physician was trying to place the rebar-27 catheter inside the aneurysm. The rebar-27 was removed from the patient and a balloon was used to minimize the bleeding followed by the insertion of an intrasaccular device to stop the bleeding.no other injury was reported with the patient as a result of the procedure and the patient was discharged at mrs 1.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).